Event description:
The customer reported being hospitalized for high blood glucose of between 300 to 400 mg/dl. The customer stated that she has been taken off the insulin pump therapy at time of call, and troubleshooting was not performed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.